Manufacturer narrative:
The actual device is available for evaluation, but we have not received it yet. The model number and lot number were provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "it was brought to my attention today that while using one of our disposable needle guides, it was discovered that the patient's cervix had an abrasion. This caused a lot of bleeding. It was very strange. So much so that the physician brought me to the or to discuss. After ruling out other causes, we determined it was caused by the needle guide. The side of the needle guide was very rough. We had another case in the other or at the same time and they also used a disposable needle guide. Same thing happened with that patient". The bleeding was addressed with cervical stitches and silver nitrate, and the procedure took longer than usual due to controlling the bleeding. The patient is doing fine now. Note that this report is for the second instance of this occurring.

Manufacturer narrative:
The actual device was returned for evaluation. Part number and lot number were also provided. Based on the investigation performed and the analysis of the returned device, it is concluded that it was not possible to confirm the reported complaint. During the detailed review of the sample, particularly in the tip section of the guide, no deformities or remnants from the manufacturing mold were identified that could indicate a defect. Additionally, a functional evaluation was carried out and no irregularities were observed that could pose a risk to the end user or compromise the integrity of the product during its intended use. As we were unable to replicate the alleged concerns, the complaint cannot be confirmed. If any additional relevant information is identified, it will be submitted in a supplemental report.